Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the pump¿s black box history showed that several unexplained power reboots had occurred on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked at the threads on the side and extended down to the case seal. No battery or cartridge caps were returned with the pump. Test caps were able be secured to the pump and were used to complete all testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent condition was found to the power circuit. The complaint that the pump was losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.